Manufacturer narrative:
Superdimension has requested the device for evaluation and has not received anything to date.

Event description:
Site reported after automatic registration with the superdimension system, they observed the tip of the locatable guide was missing. The superdimension case was completed by obtaining another locatable guide. A post procedure chest x-ray was performed and no abnormalities were found. There was no report of patient injury, death or other serious adverse event reported.